Event description:
It was reported that the patient woke up to the ventilator alarming "low battery" and "bat empty". Smoke and fire was allegedly coming out of the ac adapter. No reported harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation.